Event description:
It was reported there was a loss of audible alarms at multiple cic's supporting telemetry pts. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.